Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. Customer's blood glucose was 496 mg/dl. Patient's current bg: 158 mg/dl. Customer did bolus and it dropped her down to 51mg/dl. Bg is 81mg/dl earlier. Customer reports they feel okay to troubleshoot. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Customer states the drive support cap appears normal (slightly indented). The insulin pump will not be returned for analysis.